Event description:
Canceled as duplicate of (B)(6). (B)(6) is a existing case in trackwise, please reference (B)(4). Received a call from codi trifiro calling to report a patient received coolsculpting back in 2019/2020 and presented with pah. Per codi this patient got liposuction done 2 times already. The surgical provider that did the lipo wants to make a request for a different form of treatment. The patient is resistant to the liposuction. The surgical provider would like to try external shock therapy. Advised to codi that allergan only covers liposuction.

Manufacturer narrative:
H11-: corrected data: subsequent to the submission of initial medwatch, this report has been identified as a duplicate of previously submitted medwatch report of 3007215625-2021-01642-00.

Event description:
Canceled as duplicate of (B)(4). (B)(4) is a existing case in trackwise, please reference (B)(4) received a call from codi trifiro calling to report a patient received coolsculpting back in 2019/2020 and presented with pah. Per codi this patient got liposuction done 2 times already. The surgical provider that did the lipo wants to make a request for a different form of treatment. The patient is resistant to the liposuction. The surgical provider would like to try external shock therapy. Advised to codi that allergan only covers liposuction.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment and presented with paradoxical adipose hyperplasia. The patient has received corrective liposuction.